Manufacturer narrative:
Follow up #1 submitted: 08/25/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: continuous glucose monitoring (cgm) history of the returned pump was evaluated from march 2014 to june 2014. All of the pump cgm data accurately correlated with the measured finger-stick blood glucose reading on a meter. Analysis of the diasend data from march 2014 to june 2014 identified one discrepancy between the cgm readings and the capillary blood glucose readings; this single discrepancy indicates the need for cgm calibration and does not indicate overwritten/incorrect source or transmission data. This discrepancy occurred on june 12 between 9:30am and 10:45am. The cgm readings were 340mg/dl and the capillary reading was 235mg/dl. A cgm calibration was performed at 10:45 am. After the calibration the cgm readings were then in agreement with the capillary readings. On investigation, the pump powered on normally with appropriate vibratory and auditory alarm functions. The keypad was intact without damage. All the keypad buttons had normal response. A rewind, load and prime sequence was performed without issue. The pump was exercised for 24 hours without any performance issues occurring. The pump was successfully paired with the subject transmitter using a sensor simulator. The pump accurately read cgm data from the transmitter and displayed the appropriate cgm chart on the pump for at least 24 hours. Pairing the pump with a test transmitter also resulted in accurate cgm data display. Additionally, the pump passed a radio frequency test without issue. Functional, communication and radio frequency (rf) tests were completed as part of this investigation. The review of the pump history (both on board and on diasend) did not reveal any interference issues with vibe system from march 2014 to june 2014. No defects or malfunctions were confirmed during the system evaluation by animas corporation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting the patient uses the insulin pump and the receiver dexcom g4. The continuous glucose monitoring (cgm) system in the insulin pump and in the receiver g4 was working properly until a month ago when the sensor's values were aligned to the values of a capillary test. In the patient's same classroom there was another student that uses a hearing aid "roger inspiro" and an amplifier phonak beginning about one month ago. This new hearing device seems to interfere with the cgm (for example: the glycemic value from the sensor is 430 mg/dl but the capillary value is 190 mg/dl). Attempts have been made in the classroom to distance the two students in such a way that there is no interference. This solution has made an improvement; however, during playtime the interferences continue. Tests were also made with the amplifier switched off and roger 11 (accommodation ear) on and vice versa, but the problem has not been resolved. On (B)(6) 2014, the student with the hearing aide device did not use the device and the blood glucose values collected by the sensor were aligned with those of the capillary. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged interference issues remained unresolved with troubleshooting.